Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates had identification results that did not match parallel testing results. No health impact or consequence reported. This is report 2 of 21.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.